Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bleeding genital ('heavy bleeding/ heavy bleeding worsening/clotting'), genital haemorrhage ('clotting') and appendicitis ('inflamed appendix') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure she did not use any birth control or contraception" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included appendectomy on (B)(6) 2017, ankle operation (for slip and fall injury) on (B)(6) 2016, multigravida, parity 3, kidney infection and hypertension. Previously administered products included for blood pressure: verapamil; for nausea: meclizine. Concurrent conditions included vomiting, appetite lost, weight loss, pelvic pain, diarrhea and morbid obesity. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), levothyroxine since 2010, meclozine (meclizine) since 2009, sumatriptan since 2011 and verapamil since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bleeding genital (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain /menstrual pain"), abdominal pain ("severe abdominal pain / abdominal pain (stabbing)") and migraine ("pre-existing migraines became more frequent and more severe (2-3 per week)"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced thermal burn ("burn"), oropharyngeal pain ("sore throat"), vomiting ("vomiting"), respiratory fume inhalation disorder ("smoke inhalation") and ligament sprain ("ankle sprain"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced plantar fasciitis ("plantar fasciitis"). In (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("rlq pain"), headache ("really bad headaches") and menorrhagia ("menstrual cycle has gotten heavier") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (appendectomy). Essure treatment was not changed. At the time of the report, the bleeding genital, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, headache, weight fluctuation, depression, dyspareunia, menorrhagia, thermal burn, oropharyngeal pain, vomiting, respiratory fume inhalation disorder, ligament sprain, plantar fasciitis, appendicitis and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, appendicitis, back pain, bleeding genital, depression, dysmenorrhoea, dyspareunia, headache, ligament sprain, menorrhagia, migraine, oropharyngeal pain, plantar fasciitis, respiratory fume inhalation disorder, thermal burn, vomiting, weight decreased, weight fluctuation and genital haemorrhage to be related to essure. The reporter commented: patient received treatment for abdominal pain and back pain- pain pills; migraines- medication, she has not sough medical treatment for heavy bleeding, pain during intercourse, depression. She has history of back pain, bleeding and headaches. She is unsure of essure confirmation test. She went to the ER and complained about abdominal pain and was told the device may need to be removed. Current weight is (B)(6). Right ostia 4 coils observed. In a similar fashion, left tubal ostia 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, appendicitis, headache and vomiting. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New reporter added. New events abdominal pain lower, weight loss, device monitoring procedure not performed were added. Concomitant conditions and drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ heavy bleeding worsening/clotting') and appendicitis ('inflamed appendix') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure she did not use any birth control or contraception" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included appendectomy on (B)(6) 2017, ankle operation (for slip and fall injury) on (B)(6) 2016, multigravida, parity 3, kidney infection and hypertension. Previously administered products included for blood pressure: verapamil; for nausea: meclizine. Concurrent conditions included vomiting, appetite lost, weight loss, pelvic pain, diarrhea and obesity. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), levothyroxine since 2010, meclozine (meclizine) since 2009, sumatriptan since 2011 and verapamil since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain /menstrual pain"), abdominal pain ("severe abdominal pain / abdominal pain (stabbing)") and migraine ("pre-existing migraines became more frequent and more severe (2-3 per week)"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced thermal burn ("burn"), oropharyngeal pain ("sore throat"), vomiting ("vomiting"), respiratory fume inhalation disorder ("smoke inhalation") and ligament sprain ("ankle sprain"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In 2016, the patient experienced plantar fasciitis ("plantar fasciitis"). In (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("rlq pain"), headache ("really bad headaches") and menorrhagia ("menstrual cycle has gotten heavier") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (appendectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, headache, weight fluctuation, depression, dyspareunia, menorrhagia, thermal burn, oropharyngeal pain, vomiting, respiratory fume inhalation disorder, ligament sprain, plantar fasciitis, appendicitis and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, appendicitis, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, ligament sprain, menorrhagia, migraine, oropharyngeal pain, pelvic pain, plantar fasciitis, respiratory fume inhalation disorder, thermal burn, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient received treatment for abdominal pain and back pain- pain pills; migraines- medication, she has not sough medical treatment for heavy bleeding, pain during intercourse, depression. She has history of back pain, bleeding and headaches. She is unsure of essure confirmation test. She went to the ER and complained about abdominal pain and was told the device may need to be removed. Current weight is 220. Right ostia 4 coils observed. In a similar fashion, left tubal ostia 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, appendicitis, headache and vomiting quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ heavy bleeding worsening/clotting') and appendicitis ('inflamed appendix') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure she did not use any birth control or contraception" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included appendectomy on (B)(6) 2017, ankle operation (for slip and fall injury) on (B)(6) 2016, multigravida, parity 3, kidney infection and hypertension. Previously administered products included for blood pressure: verapamil; for nausea: meclizine. Concurrent conditions included vomiting, appetite lost, weight loss, pelvic pain, diarrhea and obesity. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), levothyroxine since 2010, meclozine (meclizine) since 2009, sumatriptan since 2011 and verapamil since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain /menstrual pain"), abdominal pain ("severe abdominal pain / abdominal pain (stabbing)") and migraine ("pre-existing migraines became more frequent and more severe (2-3 per week)"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2015, the patient experienced thermal burn ("burn"), oropharyngeal pain ("sore throat"), vomiting ("vomiting"), respiratory fume inhalation disorder ("smoke inhalation") and ligament sprain ("ankle sprain"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In 2016, the patient experienced plantar fasciitis ("plantar fasciitis"). In (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("rlq pain"), headache ("really bad headaches") and menorrhagia ("menstrual cycle has gotten heavier") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (appendectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, headache, weight fluctuation, depression, dyspareunia, menorrhagia, thermal burn, oropharyngeal pain, vomiting, respiratory fume inhalation disorder, ligament sprain, plantar fasciitis, appendicitis and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, appendicitis, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, ligament sprain, menorrhagia, migraine, oropharyngeal pain, pelvic pain, plantar fasciitis, respiratory fume inhalation disorder, thermal burn, vomiting, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient received treatment for abdominal pain and back pain- pain pills; migraines- medication, she has not sough medical treatment for heavy bleeding, pain during intercourse, depression. She has history of back pain, bleeding and headaches. She is unsure of essure confirmation test. She went to the ER and complained about abdominal pain and was told the device may need to be removed. Current weight is 220. Right ostia 4 coils observed. In a similar fashion, left tubal ostia 2. Coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, appendicitis, headache and vomiting. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received- new event pelvic pain was added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.